Event description:
A customer contacted beckman coulter inc (bec) to report platelet (plt) background was not passing startup on their act diff instrument and that the probe was dripping less than 1ml onto the countertop. The leak from the probe may have contained blood, controls, clenz, or diluent. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. Patient results were not impacted by this event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. The customer did not review the msds; however, the facility has an exposure control or risk management plan in place.

Manufacturer narrative:
On the day of the event, a field service engineer (fse) was on site and found a leak at pinch valve lv11 and replaced pinch valve lv11, lv8 and the sample syringe to resolve the probe drip. The plt background issue, which was not related to the leak, was resolved by the fse by performing a decontamination procedure and afterwards the plt background was within specification. Failure mode of the event: replacement of pinch valves vl11, vl8 and the sample syringe resolved the probe drip and leak at lv11. Instrument decontamination resolved the plt background issue. (B)(4).

Manufacturer narrative:
(B)(4).